Event description:
It was reported the stylus failed to work, despite being replaced. The programmer was returned for repair. There was no patient involvement. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus will not select from overlay; overlay/bezel assembly found out of electrical specification. (B)(4) rf (radio frequency) head cable found out of electrical specification.

Event description:
It was reported the stylus failed to work, despite being replaced. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.